Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure (batch no. 638495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ excessive bleeding with large amounts of blood clots"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("vaginal bleeding") and abdominal pain upper ("stomach pain"). In (B)(6) 2010, the patient experienced urinary tract infection ("uti"). In 2010, the patient experienced mood swings ("hormonal changes/ mood swings"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full)- (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, vaginal discharge and mood swings had resolved and the vaginal haemorrhage, urinary tract infection and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, dysmenorrhoea, menorrhagia, mood swings, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2010. Patient received treatment for events- vaginal bleeding, menorrhagia, mood swings, uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs received: lot number was added, previously reported event- hormone level abnormal was replaced with specific event mood swings, newly added events- vaginal bleeding, uti, stomach pain,onset date, outcome of the previously reported event, reporter was added, consumer demographics added, lab data were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure (batch no. 638495) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)", menorrhagia ("menorrhagia (heavy menstrual bleeding)/ excessive bleeding with large amounts of blood clots"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("vaginal bleeding") and abdominal pain upper ("stomach pain"). In (B)(6) 2010, the patient experienced urinary tract infection ("uti"). In 2010, the patient experienced mood swings ("hormonal changes/ mood swings"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full)-(B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, vaginal discharge and mood swings had resolved and the vaginal haemorrhage, urinary tract infection and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, dysmenorrhoea, menorrhagia, mood swings, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2010. Patient received treatment for events- vaginal bleeding, menorrhagia, mood swings, uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, dysmenorrhea. Lot number: 638495. Manufacture date: 2009-05. Expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-nov-2019: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and menorrhagia had resolved and the vaginal discharge and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, hormone level abnormal, menorrhagia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: essure confirmation test (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury was replaced with events from pfs: dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), vaginal discharge, hormonal changes. Outcome of pelvic pain, abdominal pain, dysmenorrhea (cramping), general abnormal bleeding were added. Essure insertion date was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.